Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 02/17/2016 phone call, 03/10/2016 e-mail, and 03/11/2016 phone call. The hospital reported that evap assy was replaced and the system was returned to service with no complaints since.

Event description:
The hospital reported that, during a case, the anesthetic agent reading increased to 20%. The clinician reportedly swapped the cassette and continued use. There was no reported patient injury.